Manufacturer narrative:
According to the information received, it was reported that the patient developed anisomastia. During visual inspection of the device it was observed with no apparent damage. No anomalies were observed. Asymmetry may be attributed to one or more of the following: contracture of the fibrous capsule, seroma or hematoma, development of postoperative breast dysplasia, unilateral discrepancy in muscle development, deflation of the implant, incorrect choice of implant shape or size, and surgical technique. Asymmetry is a known complication associated with these devices and is referenced in our current product insert data sheet. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. Reason for device explant and/or reoperation: anisomastia. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent primary breast augmentation surgery with 325cc mentor smooth round high profile memorygel breast implants experienced left sided silent rupture, left sided capsular contracture baker grade iii and right sided anisomastia post procedure. The left sided silent rupture was confirmed by a physician during explant exchange surgery. As a result, patient underwent bilateral removal and replacement with a non-mentor breast implants on (B)(6) 2019. This report is for the right sided device.